Event description:
It was reported that during a non-related port procedure, cautery was used and noise was seen followed by a shock that caused an alert for possible circuit damage. The error message was a false message and a capacitor reformation and reprogramming successfully restored the device. The patient was okay after the event and discharged home.